Event description:
Pt had bleeding from rectum while tube was inserted. It was discontinued - several days, later gi bleed. Tube inserted on (B)(6) 2005. Bright red blood per rectum on (B)(6) 2005. Tube discontinued, gi bleed on (B)(6) 2005. Pt received blood. (B)(6).